Manufacturer narrative:
The handpiece and the bur guard were received at the manufacturer for investigation. Based on the investigation, the failure was most likely caused by the bur guard coming into contact with the nose cone of the drill while it was running. This resulted in the bur guard overheating and melting, which led to the residue observed on the drill and also caused the bur guard to break in half. The warning which is sent with every bur guard as well as the instructions for use states, the proper installation for the bur guard.

Event description:
It was reported that during an impacted tooth removal, the bur guard melted onto the handpiece. The patient received a minor burn to the lower lip which was treated with a cooling ointment. There is no scarring expected and the procedure was completed with another handpiece.